Event description:
Material # 309623, batch # 3139348. It was reported by customer that the tip where the syringe and needle meet easily comes apart and is allowing air into the syringe prior to injections. Verbatim: rcc received a complaint via email. Email(s) attached. Patient states that the tip where the syringe and needle meet easily comes apart and is allowing air into the syringe prior to injections. Common device name: syringe, piston.

Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Event description:
It was reported that the bd syringe 1ml s/t w/ndl 25x5/8 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: "the tip where the syringe and needle meet easily comes apart and is allowing air into the syringe prior to injections." Verbatim: rcc received a complaint via email. Email(s) attached. Patient states that the tip where the syringe and needle meet easily comes apart and is allowing air into the syringe prior to injections. Common device name: syringe, piston.

Manufacturer narrative:
E.4. The initial reporter also notified the FDA on 14-mar-2024. Medwatch report is (mw5153573). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.